Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported initially the physicians were not sure if the catheter was blocked or what had happened. However, it was further clarified by the caller at ten days after the initial implant the patient experienced a spinal fluid leak. A dye study with a computerized axial tomography (cat) scan was performed which revealed that the medicine was not ¿coating¿ the whole way around the spinal column. Reportedly, the catheter was initially placed by a resident and the catheter was initially implanted at t4. The physician had told the family that there might be ¿some inflammation in there.¿ in (B)(6) 2012, the attending physician fixed it, ¿stitched him up¿ and reportedly had a hard time as the catheter needed to be moved down to t10 before ¿he could get flow from the catheter.¿ this was not the intended location as the patient wanted more upper body relief. The patient was in the hospital overnight with intravenous antibiotics and was sent home with ¿very serious¿ antibiotics. However, approximately two weeks later the patient had another spinal fluid leak. The caller reported that ¿it¿s definitely not flowing, even after he sewed him up.¿ the patient was initially started on 200 milligrams (mg) of drug which had worked until the spinal leak started. The patient had since been increased to 600 mg and it was ¿not helping.¿ reportedly in (B)(6) 2103 the patient was to have a bolus dose, dye study test and cat scan. This appointment had already been cancelled by the physician¿s office but it was rescheduled. This device system delivered lioresal. Additional information has been requested, but was not available as of the date of this report.